Event description:
It was reported that the left ventricular (lv) lead had increased thresholds over time, and was high. The lead was capped and not replaced as the patient did not have anatomy present that would allow for lower thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.